Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported by a basic evaluation patient that they were very nervous of shocking themselves when increasing stimulation. The patient was told to remain comfortable at all times and the patient stated that was impossible; the patient stated they were hurting all the time. The patient was advised to contact their health care physician (hcp) for medical support and the patient stated they saw doctors all the time. On 2019-oct-14, the patient stated that the left lead had not been working and that it was broken. The patient noted they were seeing improvement with the right lead. There were no further complications reported.